Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2008. The fse performed type 1 hardware verification testing with passing results. The fse confirmed no hardware issues. The unit was in normal operation. The sample was collected in a serum separation tube (sst). No further sample collection data was supplied. The sample was centrifuged for 5 minutes in a fixed angle rotor centrifuge. Rpm (rotations per minute) data was not supplied. The pt sample showed no signs of containing fibrin or icteric, lipemic, or hemolyzed. Creatine kinase-mb (ck-mb) quality control (qc) was within spcs on the day of the event. A system check performed on (B)(4) 2008 conformed to specs. The fse performed and completed preventive maintenance (pm) the week prior to the event. A system check performed after the pm conformed to specs. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.

Event description:
The customer reported an elevated creatine kinase-mb (ck-mb) result, above the normal reference range, for one pt involving access 2 immunoassay system. The elevated results were released out of the laboratory and questioned by the physician. The customer retested the pt sample and produced a result within the normal reference range. The customer stated there was no clinical impact. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) went to the facility and assessed the unit.